Event description:
It was reported that during a prolapse and hemorrhoid (pph) procedure, it turned out that there were no staples in the device so that a resection was achieved. However, it was without a closing staple line, which resulted in bad hemostasis and bleeding. Suturing was used to complete the procedure. There were no adverse consequences for the pt. Additional info regarding the event and pt has been requested but not yet received.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.